Event description:
The customer reported that during surgery, the insulation on the tip of the device deteriorated. A portion of the insulation fell into the pt cavity, but was retrieved. The device was being used as bipolar scissors at the time this occurred. There was no tissue damage and no pt injury.

Manufacturer narrative:
Covidien ref #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a followup report will be submitted.